Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported she received a result of 247 mg/dl around 8:00-9:00 a.m. During the last week of (B)(6) 2014. She was waiting for her breakfast to be prepared and did not inject insulin. She passed out while waiting, and her son gave her orange juice and contacted the paramedics. The paramedics arrived and tested her blood glucose on their meter, and the result was 47 mg/l. She does not know what type of treatment she was given, and she was transported to the hospital. She was given glucose gel in the emergency room, and she was admitted to the hospital for 2 days. Her normal blood glucose is 198-247 mg/dl. The alleged product was requested for evaluation; however, the strips have been used and will not be returned.